Event description:
Invalid result(s). Invalid result. Emed proctoring service reported that their customer was instructed on how to perform the test, but no result developed.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020177 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.